Manufacturer narrative:
Review of procedure #(B)(6) does not show any indication of radial capusular tear. Capsulotomy begins on frame 3 with complete breakthrough on frame 8. Recommend review of capsular button removal technique. System functioned as designed.no further clinical follow-up required.

Event description:
On (B)(6) 2026, while cas was on-site for surgery support, doctor (B)(6)) noted that procedure ID #(B)(6) had a radial capsular tear.